Event description:
A pt reported they were unable to receive an accurate reading on their one touch ultra meter due to the meter allegedly having missing segments. The first result on their meter was 232mg/dl. When pt retested the results were thought to be 201mg/dl. Treatment was food or beverage. No further info has been reported. No serious injury.